Manufacturer narrative:
Correction: adverse event and/or product problem, describe event or problem, brand name, model #/ lot #, device manufacture date additional: weight, if follow-up, what type? Update: device available for evaluation?, event problem codes, date received by MFR, type of reports, device evaluated by MFR?, evaluation codes, additional MFR narrative trend analysis: no trend identified. A trend is identified if at least one of the following criteria is met: three (3) similar events within 1 month for the same item number, six (6) similar events within 6 months for the same item number, two (2) similar events for the same lot number. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Reported event the form from (B)(6) was received and summarizes the description of the occurrence as follows: implantation of a hybrid hip tep right on (B)(6) 2014, for approximately 6 months increasing load-dependent pain in the right thigh, radiological stem loosening with subsidence of the stem, after paraclinical, cytological and microbiological investigation (including puncture of the joint with negative synovasure test) a periprosthetic infection was excluded, stem revision surgery on (B)(6) 2016 (including revision of the insert). Surgical reports: the surgical reports of the implantation surgery and the revision surgery were received and relevant sections were summarized. Implantation surgery, performed (B)(6) 2014. Indication for the surgery is clinical and radiological coxarthrosis with significant impairment on both sides while it is larger on the right than the left side. Longitudinal skin incision is performed and the joint is opened. After the joint is dislocated, the femoral head is shown mostly without cartilage and with massive destruction. The femoral head is resected with the oscillating saw and the acetabulum is shown under the help of several hooks. The acetabulum is gradually milled up to the size 56 and an allofit shell is impacted with a good primary stability. The pole cap is screwed in and a standard durasul inlay is securely inserted. The dorsocaudal osteophytes are removed. The medullary cavity is rasped up to the preoperatively measured size 8.75 lateralized (due to coxa vara). A head size m is placed on the stem rasp and a test repositioning with function control is carried out. The joint tension is correct, as is the joint mobility. There is no tendency for dislocation, even in extreme movements, or impingement symptoms. An intraoperative x-ray control is performed, which confirms the correct position of the implants with a stem position in slight varus. Due to the coxa vara, this stem position is deliberately chosen to avoid a lengthening of the leg as much as possible and is therefore left. The joint is dislocated and the rasp is removed. An absorbable rex cement plug ø 9 mm is inserted and the final stem is cemented with refobacin-palacos which was prepared under vacuum. The cement is hardened under compression of the stem. The m trial head is repositioned and a stable joint situation is determined in the functional control. The final m ceramic head diameter 32 mm is placed and the definitive reduction with a new functional check is performed. Here too, the joint tension is correct with good joint mobility, without dislocation tendency and without impingement symptoms. The leg length is balanced. The joint is thoroughly rinsed and closed in layers. Revision surgery, performed (B)(6) 2016. As preliminary remark it is mentioned that in (B)(6) 2014, a hybrid htep was implanted on the right side of the patient. In the further course for approximately 6 months it came to pain in the area of the right thigh shaft with rotational pain and heel pain, radiologically there is a subsidence of the stem prosthesis with loosening. An infection was excluded by a puncture of the hip joint as well as paraclinical investigation. The stem revision is indicated due to the clinically and radiologically confirmed loosening. The joint is open through the old scar and accessed transgluteal according to bauer and excision of the considerably existing neocapsules is performed. A smear is sent for microbiological examination. However, there is only a small synovia accumulation. The hip joint is dislocated by loosening the posterior neocapsule. There are already movements on the stem during the rotation test with the hand. The head and the stem are removed without problems. It is found that there is a loosening between stem and cement, as well as between cement and bone. The cement mantle can be removed as a whole compact piece except for the distal cement remains under the prosthesis. Attempts are made to remove this cement piece; it was then left in place, as the new stem prosthesis can be inserted into the existing medullary canal. The femur is extensively rinsed and prepared for the new cemented prosthesis. The durasul inlay is then removed from the shell and a new durasul inlay for the allofit shell size 56 is inserted. It is mentioned that the allofit shell is firmly integrated. Then the implantation of the new stem is described in the surgical report without anything relevant or conspicuous to the investigation. X-rays eleven different x-rays were received, two of which show the spine and are excluded from this section. Two are duplicates from other x-ray included sketches of the preoperative planning. The sketches of the preoperative planning on the x-ray taken on (B)(6) 2014 show that a stem size 8.75 lateral was planned to be use. The ap x-ray of the right hip dated (B)(6) 2014 shows the postoperative situation. The image is in a rather suboptimal quality, however the interfaces between cement and cortical bone is visible through a slight radiolucency. It seems that the stem is rather small compared to the medullary canal and the resulting cement mantle. The course of events can be assessed with the four pelvis overviews taken between (B)(6) 2014 and (B)(6) 2016. The preoperative situation is shown on the first x-ray with a deformity of the femoral head and coxarthrosis as mentioned in the surgical reports. The situation 5 months postoperative is shown on the x-ray taken on (B)(6) 2014. Some radiolucent lines can be observed at the interface between the cement and the femoral corticalis on the lateral side as well as on the medial side in the distal region. There is also a radiolucent line visible between stem and cement lateral of the proximal anchoring region. The x-ray taken on (B)(6) 2016 shows radiolucency lateral of the proximal stem region. There also seems to be radiolucent lines at the interface between the cement and the femoral corticalis. On the lateral x-ray taken on (B)(6) 2016 it is visible that in the sagittal plan the stem is not aligned with the proximal femur axis and that its distal tip is in contact with the posterior corticalis. There is no comparison picture available, therefore it is unknown if this was also the situation at the time of implantation. A subsidence of the stem can be observed when comparing the position of the stem¿s shoulder on the last two pelvis ap x-rays . The x-ray taken on (B)(6) 2016 shows the situation after the revision of the stem. Surgeon¿s letter: in a letter received from the complainant it is stated that obvious external factors influencing the loosening of the stem can be excluded. Visual examination: the neck region of the original m.e. Müller straight stem shows scratches especially on the medial side and some individual discolored spots on the proximal region, possibly from an electro cautery tool, which most likely occurred during revision surgery. On the taper some slight scratches can be observed but it is overall inconspicuous. The edge at the resection level on the anterior side of the stem shows damage possibly from an instrument during extraction of the stem. Polishing can be observed on the posterior side especially in the proximal region, on the lateral side more at the distal end and on the medial side in the calcar region. On the lateral side some small individual polished spots can also be seen. The articulation side of the durasul alpha insert shows slight damage on the rim in form of scratches and indents. There is also an area where the surface seems to be slightly roughened. The articulation surface of the insert shows slight and coarse scratches. A circumferential cut parallel to the rim approximately 8 millimeter below the bevel can be observed which most likely occurred during the revision surgery. It seems that the chamfer is worn and possibly deformed. On the anchoring side of the durasul alpha insert slight scratches and indents can be seen most likely from the revision surgery. Machining marks are visible on the entire anchoring side. The indentations from the fixation spikes on the shell are visible. Both indentations are extended into newly formed, rotational symmetrical grooves which both cover approximately a quarter of the circumference. In those grooves another set of slight indentations from the fixation spikes is visible. The articulation surface of the sulox head is inconspicuous and the head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem and the material track from its removal. Wear measurement: no wear measurement was carried out as the insert was damaged with the circumferential cut during removal. Conclusion: the received components were revised after approximately 2 years in vivo due to clinically and radiologically confirmed loosening. The original m.e. Müller straight stem shows polishing on the medial and posterior side of the anchoring surface as well as individual polished spots on the lateral side which point to loosening. The sulox head and the articulation side of the durasul alpha insert are inconspicuous. The two sets of indentations and the two grooves observed on the anchoring side derived from the fixation spikes on the shell. The more pronounced set of indentations from the fixation spikes on the shell indicate a proper fixation of the insert in the shell. It is hypothesized that the other set and the grooves likely derived from another attempt to place the insert in the shell. A comparison of the ap x-rays during time in vivo shows a subsidence and loosening of the stem. Radiolucent line around the stem as well as at the cement-bone interface can be observed. Based on the x-rays evaluation and the appearance of the retrievals the loosening and the subsidence of the stem can be confirmed. The sketches of the preoperative planning show that a stem size 8.75 lateral was planned for this patient. The received surgical report of the implantation states that the medullary canal of the femur was rasped up to this preoperatively measured size 8.75 lateral and that a stem size 8.75 is implanted. However, the received stem is a size 7.5 lateral and the product stickers also indicate that a size 7.5 lateral was implanted. From the available documents it is not clear whether the size mentioned in the surgical report is a typo or why it came to this discrepancy. The x-ray evaluation indicates that the implanted stem is rather small compared to the medullary canal and the resulting cement mantle. The müller straight stem is a self-centering implant due to its wedge shape and locks itself according to the three-point principle. Additional anchorage is then achieved through the cement mantle [1]. The instruction leaflet for endoprostheses recommends that components with the largest cross-section that still enables sufficient bone support be used [2]. The stem size that will probably fit will be the one, which roughly comes into contact with the cortex of the shaft [1]. If the size used is not the optimum, loosening, curvature, the formation of cracks or breakage of the component, bone or cement (if any) may occur [2]. Literature suggests that an optimum thickness of cement is in the range of 3 to 5 mm. Micromovement was minimal with a cement mantle 3 to 4 mm thick but then increased with greater thickness of the cement [3]. Mjöberg et al. Stated that from a cement mantle of more than 3 mm there is the risk of an early loss of the fixation by heat damage with bone resorption [4]. This is in alignment with the radiolucent lines observed on the x-rays at the bone-cement interface. Based on the information at hand a smaller size of the müller straight stem was implanted than intended in the preoperative plan and presumably (according to the surgical report) also rasped during the implantation surgery. The resulting thicker cement mantle might have contributed to the loosening and subsidence of the stem. References: original m.e. Müller straight stem, surgical technique lit.no. 06.01096.012x ¿ ed. 2011-08 zhub. Instruction leaflet for endoprostheses. Important information for the operating surgeon art. No. D011 500 200 ed. 10/2013. N. A. Ramaniraka, l. R. Rakotomanana, p.-f. Leyvraz the fixation of the cemented femoral component effects of stem stiffness, cement thickness and roughness of the cement-bone surface j bone joint surg [br] 2000;82-b:297-303. Mjöberg b. The theory of early loosening of hip prostheses orthopedics. 1997; 20: 1169-1175. Doi: 10.3928/0147-7447-19971201-12. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4). The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Avenir stem lateral ) are marketed in USA, and therefore this report was filed.

Event description:
T was reported that the patient was implanted an original m.e. Müller stem, pt-s30, straight, lateral, cemented, 7.5, taper 12/14 on (B)(6) 2014 on the right side. It was also reported: six (6) months ago pain in right thigh; radiological: shaft loosening with subsidence of stem; cytological and microbiological examination: periprosthetic infection was excluded. The patient underwent a revision surgery of the stem on (B)(6) 2016. Inlay and cup were also revised.

Manufacturer narrative:
The manufacturer did not receive devices for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Biolox®-forte kopf 28/-3.5 's' 12/14; ref# (B)(4) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a sulox head, m, 32/0, taper 12/14 on (B)(6) 2014 on the right side. It was also reported: 6 months ago pain in right thigh; radiological: shaft loosening with subsidence of stem; cytological and microbiological examination: periprosthetic infection was excluded. The patient underwent a revision surgery on (B)(6) 2016.